Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will send a f/u letter to the pt and reviewed info the pt gave to a customer care advocate on 8/3/09. The pt complained that three to four days prior that day, his onetouch ultrasmart meter blood glucose results were, and continued to be, erratic. The pt was comparing blood taken from a finger on each hand within seconds of the other. The pt, who tests 6-8 times a day, gave examples of 124 vs 93 mg/dl and on another occasion 261 vs 188 mg/dl. Both examples were greater than the expected less than equal to 20%. The pt did not provide the dates of each comparison. At 6 pm the day prior to original date, the pt reportedly injected 6 units of a "fast acting" insulin based upon a result; he neither provided the actual result (or results if he ran a precision test) nor informed the cca whether he had also taken his evening 84 units levemir at the same time. The pt alleged, "the extra insulin [6 units] gave me a low blood sugar reaction." Time of the alleged reaction was not provided. The pt did not describe the specific symptom(s) or treatment, if any, and had no control solution to troubleshoot with the cca. The cca replaced the meter, strips, and included control solution. Because the pt alleged he had a "low blood sugar reaction" after taking fast acting insulin based upon his blood glucose result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.